Manufacturer narrative:
A ge service representative performed an onsite investigation. The monitor power supply was evaluated and readjusted. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the system intermittently failed to display a fluoroscopic image. This issue will cause the system to be unusable due to the inability to see the live image. No pt death or serious injury was reported related to this event.